Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture, 21oct2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer felt hot and smelled of burning, although no visible smoke was observed. A field service engineer observed that the row board and cubie showed signs of heat damage, and the muscle wire appeared to have melted the row board. A field service engineer replaced the row board and tested cubies in hta to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device had hot drawer as well as burning smell bit no visible smoke. There was no delay. There were no adverse events or injuries reported based on this event.